Event description:
In, 2002 a nurse called medtronic minimed, USA and stated that she has noticed a leak between reservoir and tubing connection. In march 2002 maerdk medical a/s received the complaint and 1 used infusion sets.